Event description:
It was reported that a patient to clinic for follow up. Device interrogation revealed failure to capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.